Manufacturer narrative:
(B)(4). Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. According to the instructions for use, the utilization period for this device is restricted to 6 hrs. Three oxygenators were reported being used in a four day period. The mfg records have been checked and no deviations were found. A supplemental medwatch will be submitted if add'l info becomes available. (B)(4). This event is related to medwatch report # 8010762-2013-00094, 00096, 3008355164-2013-00294, 00296.

Event description:
Ref imp report # (B)(4).